Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, connection resumed after the customer relocated the pump to be closer to the body. No additional patient or event information was available. The customer declined assistance from tandem technical support regarding the issue.